Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via email that an unspecified number of tampons were missing the string so she threw them away. Multiple attempts have been made to obtain further information, however, no consumer response has been received.